Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during testing, it was discovered that the motor device was not working. This event was not related to surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device did not run and gave an e6 error code. It was further determined that the motor and flex circuit were worn out. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear over time. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.